Event description:
Boston scientific received information that during a device change out for normal battery depletion (nbd) it was noted that the device setscrews were frozen and could not be turned as they were stuck in the down position on this pacemaker dependent patient. Boston scientific technical services (ts) was consulted and suggested some torque wrench positions that might aid in the explant. While the physician was using these techniques, the torque wrench blade broke off in the seal plug. Ts then suggested cutting the device header to expose the leads. The physician was not comfortable doing that, so he chose to implant a new lead. The device was explanted and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.